Event description:
During device preparation prior to the implant procedure, a charge time out alert was observed when the device was interrogated. When attempting to discharge the capacitor, a telemetry anomaly occurred. The physician elected to use another device for the implant procedure. There was no patient involvement.

Manufacturer narrative:
The reported field event of long charge time was confirmed but not reproduced in the laboratory. Review of device data showed the device had a charge time out during capacitor maintenance. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A capacitor maintenance was performed in the laboratory, and the charge time was normal. The cause of the field event could not be determined.